Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via telephone call that the cannula had bent and did not get inserted into the body on three of the infusion sets. The blood glucose reading was 420 mg/dl. The customer treated with a manual injection and declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.